Event description:
After 31 months of implantation, this lead was removed because of a pocket infection. The pacemaker that was attached to this lead who also removed and reported on an MDR. Note: this load was explanted 9 days after the pacemaker was explanted because after the initial explantation of the pacemaker, the patient continued to have symptoms.